Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers, nor specific identifiers of the staplers. There was no report of, or indication of, any da vinci product issues. Citation: clapp, b.l., billy, h., lutfi, r.e. Et al. Effectiveness of bedside staplers in bariatric robotic procedures. Surg endosc 38, 5310¿5318 (2024). Https://doi.org/10.1007/s00464-024-11045-w. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the stapler instrument associated with the adverse event, a generic material number was used.

Event description:
A literature article that aimed to evaluate the effectiveness of bed-side (bs) compared with robotic staplers (rs) in bariatric robotic procedures was reviewed and the following was noted. Patients who underwent primary sleeve gastrectomy (sg) or roux-en-y gastric bypass (rygb) with a robotic system in the inpatient setting between 01-jan-2021 and 31-dec-2021 were obtained from pinc ai healthcare data. Data were extracted from the pinc ai healthcare data (phd). The phd comprises u.s. Hospital-based, service level, all-payor information on inpatient discharge. More than 1400 hospitals/healthcare systems contribute data to the phd. Bedside staplers included johnson and johnson ethicon or echelon staplers and medtronic signia, endo gia, tri-staple staplers; the robotic staplers included the latest intuitive sureform staplers. Rs cases, compared to bs, consisted of a higher number of patients who were hispanic (17.0 percent vs. 9.4 percent), had medicaid (26.9 percent vs. 19.4 percent), and underwent sleeve gastrectomy (68.4 percent vs. 53.5 percent). A total of 7268 discharges were included with 1603 (22.1 percent) bs and 5665 (77.9 percent) rs cases. Rs cases consisted of a higher number of patients who were hispanic (17.0 percent vs. 9.4 percent), had medicaid (26.9 percent vs. 19.4 percent) and underwent sleeve gastrectomy (68.4 percent vs. 53.5 percent). The clinical outcomes such as bleeding, anastomotic leak, and readmission were non-significantly different in bedside staplers as robotic staplers. Other adjusted outcomes of patients that had rs versus bs, it was found that rs patients had higher incidence of receiving blood transfusions and longer intensive care unit (ICU) stays. There were no specific da vinci device malfunctions reported, nor did the author allege that isi products caused or contributed to the events. Multiple requests for additional information from the designated author were made, but no response has been received.